Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received properly set with 4 advanced staple pushers. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the advanced staple pushers may be results of rough handling of the unit. The pushers are accessible from the bottom of the cartridge and if proper care is not taken when removing it from the packaging, these could be pusher upwards and deploying those staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a total gastrectomy, the device had a poor staple formation and did not deploy. They changed the cartridge due to b shape was not formed. They changed to a new product to resolve the issue. No patient adverse events reported. Patient is stable.